Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited a system error. Power was cycled to the programmer and it was then realized through the surface electrocardiogram (ECG) that the device was programmed to vvi pacing. After interrogation, the programmer would not allow the device to be re-programmed back to the nominal dddr settings. The programmer would also not print. Another programmer was used,and no anomalies were observed. It was recommended that the programmer be returned, but its current status is unknown. No patient complications have been reported as a result of this event.